Event description:
The pump was returned for investigation. Investigation revealed a misaligned force sensor circuit component on the printed circuit board. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows the pump had never been used and that during initial set up, the pump emitted two call service alarms and one occlusion alarm. During a load step attempt, the piston stopped at 205 units. The pump was primed, and an occlusion alarm occurred during a normal bolus delivery attempt. Additional testing could not be completed due to alarms. The pump was opened and a force sensor circuit component was found to be misaligned on the printed circuit board. (B)(6).